Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the dependent patient was admitted to the hospital for unrelated reasons where oversensing was discerned on the patient¿s right ventricular lead. The right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable vis-à-vis the capped as well as the new lead.